Manufacturer narrative:
Please note the evaluation conclusion codes has been updated since previous report submission. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
On (B)(6) 2024, (B)(6) dr. Med. Contacted technical services (ts) via phone reporting a patient with a pacemaker in safety mode which was currently pacing at approximately 120 beats per minute (bpm) instead of the expected pacing rate of 72 bpm. The patient is not known to the hospital, and no pacemaker data was available. The patient will be hospitalized, and the device will be replaced per ts advice. No further information is available. No adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
On (B)(6) 2024, dr. (B)(6) contacted technical services (ts) via phone reporting a patient with a pacemaker in safety mode which was currently pacing at approximately 120 beats per minute (bpm) instead of the expected pacing rate of 72 bpm. The patient is not known to the hospital, and no pacemaker data was available. The patient will be hospitalized, and the device will be replaced per ts advice. No further information is available. No adverse patient effects were reported.